Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus korea (okr). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from okr, omsc concluded that there was nothing wrong with the subject device. Also, omsc surmised that this phenomenon was attributed to the temporary communication failure due to foreign material adhering to the electrical contacts, or the malfunction occurred on a device other than the subject device. If additional information is received, this report will be supplemented.

Manufacturer narrative:
As not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4) for evaluation. (B)(4) checked the subject device, but couldn¿t duplicate the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the scope communication error e226 was displayed on the monitor. Error code e226 means that the communication between the endoscope and video system center has failed. The occurrence date of event is unknown. There was no report of patient injury associated with the event.